Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, and ethnicity and race was not provided for reporting. Brand name: this report is for one (1) bab tough strips extra large 10s USA 381370044246. Upc #: 381370044246, lot #: 3178b, exp: na, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical product: atenolol 75 mg daily for high blood pressure & alclometazone dipro 1 application twice daily. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 13, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with a tough strip bandage. The consumer used the product on the bottom of her neck from where she had a boil removed on (B)(6) 2019. When she removed the tough strip, it left a rash. Consumer sought medical attention from her health care provider. The health care provider prescribed steroid cream for treatment. The consumer is still experiencing symptoms.